Manufacturer narrative:
The product has been returned and upon investigation the complaint could not be repoduced.

Event description:
A customer's family member called reporting that the readings on their freestyle meter weren't accurate which made them to call an ambulance when the customer became symptomatic with swollen tongue and perspiration. The customer had been transported to the ER, and per caller, diagnosed with dka and told to decrease her dose of insulin.